Event description:
It was reported that this right atrial (ra) lead was found to be dislocated via x-ray test. The plan was to perform a lead revision. This lead was finally replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.